Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown rx90 liner, unknown; unknown rx90 femoral stem; unknown rx90 femoral head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02695. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for revision due to unknown reason. No additional information was made available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2018-03486.